Event description:
It was reported that during a hemorrhoidectomy, the firing handle could not be grasped completely because the firing force became much higher than expected. The doctor intended to remove the device, but it could not be removed. Therefore, it was eventually removed by cutting the tissue around the device. Half staples were deployed on the tissue, but the other half staples were remaining in the device. The device cut the tissue and bleeding occurred. Additional suture was performed. The doctor is used to using the device.

Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition with only seven staples present, partially formed and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: we have no detailed information amount of bleeding, but blood transfusion was not required. The operation scheduled day surgery, but the patient was hospitalized just in case. The patient was female. Leak test was not performed during the operation. When our sales rep reconfirmed to the doctor regarding hospitalization, he said that the patient was scheduled for hospitalization from the beginning. The patient was well and was not prolonged hospitalization. The doctor commented that the device might be fired with the excessive underlying muscle.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.